Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction, bilateral breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5089037) that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with mentor siltex round moderate profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including fatigue, tingling and pain in right arm, severe pain and swelling above right breast, flu-like symptoms, polyclonal gammopathy, rashes, eczema, chemical sensitivities, blood in urine, episcleritis in right eye, skin sensitivities, and allergies. In 2014, both of the patient¿s breast prostheses deflated. As a result, the patient underwent bilateral explantation on (B)(6) 2014. The explanted devices were sent to pathology and it was discovered that the valves were defective, and the left implant had evidence of abscess. The patient reported that her symptoms worsened for four months after explant but resolved 4-6 months post-explantation and have not returned since. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the patient¿s left breast prosthesis.